Event description:
While the device was in the philips repair bench (bench) for service (see complaint (B)(4) ), during visual inspection of the device, the bench noted that the battery pca pins had been bent. There was no customer allegation of malfunction and no malfunction found or indicated related to the bent battery pca pins. There was no patient involvement.

Manufacturer narrative:
(B)(4).